Event description:
Boston scientific crm received information that this pt's pacemaker and leads were explanted, due to an infection. No adverse pt effects were reported. No further information is available at this time. If additional information should become available to our company, this event would be reopened, and updated as necessary.